Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, upon removal of the sheath, a blood vessel rupture was noted. Blood was flowing to the retroperitoneum. Subsequently, surgical treatment was performed. No additional adverse patient effects were reported. Additional information was received that the right femoral artery with a minimum diameter of 5 mm was used as the delivery catheter system (dcs) access site. The injury occurred to the left external iliac artery. Per the physician, the cause of the injury was damage during removal of the non-medtronic 18 fr sheath, and the dcs did not cause or contribute to the injury. Additionally, the diameter of the blood vessel was thin and stiff. Subsequently, a non-medtronic stent was placed; however, the vessel eventually ruptured and surgical treatment was performed with an artificial blood vessel.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b2. Outcome attributed removed b5. Second paragraph added h6. Coding updated additional codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, upon removal of the sheath, a blood vessel rupture was noted. Blood was flowing to the retroperitoneum. Subsequently, surgical treatment was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024 ; product ID l-evolutfx-2329 (lot: 0012164307); product type: 0195-heart valves; selected patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.